Event description:
Baxter's product surveillance (ps) contacted the facility nurse on (B)(6) 2011 regarding an unrelated peritonitis case (see report 1423500-2011-14649). The nurse (rn) stated that she had two other patients with peritonitis this month (this report and (B)(4)). This patient was diagnosed with peritonitis on (B)(6) 2011. The patient had a cloudy drain bag. During a follow up call to the facility nurse on (B)(6) 2011 the following information was provided: the female patient presented with cloudy effluent in the drain bag on (B)(6) 2011. The patient was treated with vancomycin, dose, route and length of therapy unknown. The cause of the peritonitis is unknown, however the patient has gastrointestinal issues with constipation and diarrhea which may possibly be related. The patient issue is ongoing. The patient may have the catheter removed and pd therapy discontinued.

Manufacturer narrative:
(B)(4). As the patients are instructed to discard supplies after each therapy, the sample was not requested. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number (gd885293) with no defects noted. The cause of the peritonitis was undetermined and not confirmed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.